Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015.¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the expiratory valve coil to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No log files were provided. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. The returned expiratory valve coil has been tested in a ventilator. It failed the pre-use check with pressure transducer test. During ventilation, an auto trigger was noticed which affected the respiratory rate (25 b/min instead of 15b/min) and peep value (3cmh2o instead of 5cmh2o). Upon further inspection of the expiratory valve coil, it was observed that the axle does not drop by gravity when lifted; instead, it remains stuck at any height to which it is raised. The axle surface shows visible scoring and wear marks, indicating friction between the axle and its guide during operation. Considering the long service duration of the component, the observed wear is regarded as a random failure resulting from normal aging and prolonged use. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue has been reproduced at the manufacturer site. The expiratory valve coil was faulty, due to wear of the axle which most likely was due to age and prolonged use.

Event description:
Manufacturer's reference #:(B)(4).